Event description:
Heat exchanger is leaking. Per independent repair center statement, the unit had alarming or red light. The key failure was the heat exchanger leaking. Additional malfunctions were the pilot valve was leaking, md hose clamps were installed and a brass elbow was installed.